Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. A syringe change performed to address the event and the existing cartridge was successfully loaded. Customer¿s blood glucose level ranged from 100-120 mg/dl.